Event description:
It was reported that complete heart block and stroke occurred. Prior to valve implant, heparin was administered and an act of greater than 250 was achieved. After the successful deployment of the lotus edge valve, the patient developed complete heart block. The patient received a permanent pacemaker(ppm) after the conclusion of the valve implant and was recovering in the ICU. Three days post implant, the patient had a stroke of the posterior basal while still in the hospital. The patient was started on coumadin following the stroke. The patients symptoms of dizzy and confused resolved and has since been discharged home and is undergoing rehab therapy.

Manufacturer narrative:
B5: describe event or problem: updated. H6: patient codes: updated.

Event description:
It was reported that complete heart block and stroke occurred. Prior to valve implant, heparin was administered and an act of greater than 250 was achieved. After the successful deployment of the lotus edge valve, the patient developed complete heart block. The patient received a permanent pacemaker(ppm) after the conclusion of the valve implant and was recovering in the ICU. Three days post implant, the patient had a stroke of the posterior basal while still in the hospital. The patient was started on coumadin following the stroke. The patients symptoms of dizzy and confused resolved and has since been discharged home and is undergoing rehab therapy. It was further reported that post procedure, the patient developed aortic stenosis.